Event description:
It was reported to vyaire medical that the vela ventilator displaying a motor fault and an xdcr (transducer) fault alarm. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
"Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to double-check the transducer calibrations and ensure that the tubing is not falling apart, as this can cause an xdcr fault and possibly a motor fault depending on which tubing is bad. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.